Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer noticed that the product vlft10gen had been associated with a burn injury with the patient during procedure. There was no other information provided regarding the status of the patient and the product. Medtronic has unsuccessfully completed three good faith effort requirements at obtaining additional information regarding the reported event. The degree of burn remains unknown.

Manufacturer narrative:
Vlft10gen was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received by medtronic. The visual inspection found no defects.the customer reported that the product vlft10gen had been associated with a burn injury with the patient. According to the reporter, the device was returned for patient pinpoint burns. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. The reported complaint mode will be utilized for trending purposes. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. This unit does not meet the requirements for a manufacturing or service failure therefore; a device history review or service history review is not required. If information is provided in the future, a supplemental report will be issued.